Event description:
In 2008, the lay user/patient contacted lifescan that a lancing device issue with her penlet ii lancing device. The medical affairs specialist was unable to contact the patient by phone to obtain additional information since a phone number was not provided. The following information was obtained from the customer care advocate's documentation. The patient stated that the release button was broken and when she attempted to fix it "maybe 4-5 days ago," the lancing device fell apart. She skipped 2 units of humulin r and 10 units of humulin n as a result of the lancing device issue. At an unspecified time, she reportedly felt sick to her stomach, felt weak, had difficulties eating and was sleeping a lot after the lancing device issue began. It is unclear if her symptoms occurred before or after she skipped her medications. The patient denied receiving any medical intervention. The customer care advocate (cca) went through troubleshooting with the patient and noted that there was no misuse of the product. Replacement products were sent to the patient. It would have been helpful to know how often the patient usually tests on her meter and what diabetes medication regimen is. It would also be helpful to know if the patient had any backup devices to test with, when she skipped her medications, and when she developed her symptoms. Based on the provided information, this complaint is being reported because the patient claimed that she developed symptoms after her lancing device fell apart.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.